Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 21.9 ml, rate 1.4 ml/hr, given 46.1 ml. Air in line. Patient not affected. No further information available.